Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the patient was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2018, in order to explant the device. Reimplantation ins planned for a future date, following healing of the site.